Event description:
I had lasik performed approx 20 years ago and could see clearly for about 10 years. My vision had been quite bad to begin with, so I had to pay extra up front for an enhancement that the doctor said he knew I would need later on. When my vision began slipping and I went in for the enhancement, I was told that there wasn't enough tissue to be able to do the enhancement and I would just need to wear glasses for the rest of my life. They never told me about keratoconus (and I was told I couldn't get a refund - of course), I grew to dislike that eye care practice and moved to a new place where they diagnosed me with keratoconus after lasik. My vision has been gradually been getting worse since then. I have been using scleral contacts now because nothing else was able to correct my vision. At my visit today, my doctor told me he wants to see a cornea specialist because the keratoconus has become severe and I will need some kind of further treatment to avoid cornea replacement.